Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl. Customers current blood glucose is 384 mg/dl. Customer also mentioned the other blood glucose 222 mg/dl, 384 mg/dl, 289 mg/dl. The customer was treated with insulin pump bolus. Based on customer report customer does not allege pump was under delivering. The customer declined troubleshoot for high blood glucose. Customer was declined to troubleshoot for high pressure test. The insulin pump will not be returned for analysis.